Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, d9, d10, h3 and h6. It has been over three (3) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. However, the no image was reproduced and it was presumed that the no image occurred due to a printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no image. The issue occurred during preparation for use for a gastroscope procedure. The procedure was completed using a similar device and there was no report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.